Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the device was programmed in anticipation of usage; however, the physician chose to implant a different device. The company representative removed patient information and restored the device to nominal settings. A setting was inadvertently not turned off and the device began collecting data. When the device was re-interrogated, the battery bar was gray. The device was returned to the manufacturer. No patient complications have been reported as a result of this event.